Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported, on the short targeting jig, the distal screw was targeted and it missed. Used flora to compensate.